Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that pump emitted an empty cartridge alarm on (B)(6) 2016 at 5:52am, but the patient did not replace cartridge until (B)(6) 2016 at 3:12pm. The patient developed a blood glucose over 500 mg/dl with polyuria. The patient required no unusual treatment, and continues on pump therapy. There was no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia subsequent to use error.